Event description:
This case was related to case: (B)(4) (cluster). This unsolicited case from united states was received on 20-nov-2017 from the nurse. This case concerns a (B)(6) year old female patient who received treatment with synvisc one injection and after unknown latency patient had swelling, pain and was unable to stand. Also device malfunction was identified in the reported lot number. No relevant concomitant medications, medical history and concurrent conditions were reported. Patient had synvisc one in (B)(6) 2017. On (B)(6) 2017, patient received treatment with intraarticular synvisc one injection (dose, frequency and indication: not provided; batch/lot number: 7rsl021 and expiration date: may-2020) in left knee. On an unknown date in (B)(6) 2017, after unknown latency of receiving injection, patient had swelling, pain and was unable to stand. Patient was recommended rest, ice and elevate and a methylprednisolone (medrol) dose pack. Since an unknown date, device malfunction was identified in the reported lot number. Action taken: unknown. Corrective treatment: rest; ice; elevate; methylprednisolone for swelling, pain and was unable to stand. Outcome: unknown for all events. Seriousness criterion: required intervention for all events. A pharmaceutical technical complaint (ptc) was initiated with ptc number: (B)(4). An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation would be completed, corrective and preventive actions would be implemented. Additional information was received on 22-nov-2017. The additional event of device malfunction was added with details. The global ptc number with ptc results was added. Clinical course updated. Text was amended accordingly. Pharmacovigilance comment: sanofi follow-up company comment dated 22-nov-2017: this case concerns a patient who received treatment with synvisc one and later experienced pain, swelling and difficulty in standing. Furthermore, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal role of suspect product in occurrence of the event cannot be denied on the basis of significant temporal relationship and clinical course. However, due to lack of information regarding medical history, concurrent condition and past drugs precludes complete medical assessment of the case.

Event description:
This case was related to case: (B)(4) (cluster). This unsolicited case from united states was received on 20-nov-2017 from the nurse. This case concerns a (B)(6) female patient who received treatment with synvisc one injection and after unknown latency patient had swelling, pain and was unable to stand. No relevant concomitant medications, medical history and concurrent conditions were reported. Patient had synvisc one in (B)(6) 2017. On (B)(6) 2017, patient received treatment with intraarticular synvisc one injection (dose, frequency and indication: not provided; batch/lot number: 7rsl021 and expiration date: may-2020) in left knee. On an unknown date in (B)(6) 2017, after unknown latency of receiving injection, patient had swelling, pain and was unable to stand. Patient was recommended rest, ice and elevate and a methylprednisolone (medrol) dose pack. Action taken: unknown corrective treatment: rest; ice; elevate; methylprednisolone for all events outcome: unknown for all events a pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Seriousness criterion: required intervention for all events pharmacovigilance comment: sanofi company comment dated 12-dec-2017: this case concerns a patient who received treatment with synvisc one and later experienced pain, swelling and difficulty in standing. The causal role of suspect product in occurrence of the event cannot be denied on the basis of significant temporal relationship and clinical course. However, due to lack of information regarding medical history, concurrent condition and past drugs precludes complete medical assessment of the case.